Event description:
Philip v200 ventilator serial # (B)(4) failed while on patient with error code "9003." Alarm did sound which alerted staff, who responded to find that patient was unresponsive. CPR initiated, patient transferred to hospital via 911. Patient remains in hospital. Ventilator removed from service.